Event description:
A patient underwent a robotic left nipple sparing mastectomy (nsm) and an open nsm on the right side followed by immediate bilateral reconstruction procedures on (B)(6) 2023 and was enrolled in a clinical study. Approximately a month later on 27-mar-2023, the patient reported experiencing decreased range of motion in her chest and upper extremities. The patient underwent physical therapy on (B)(6) 2023 and showed signs of limited range of motion of neck and left shoulder, decreased muscle strength, and deconditioning of the shoulders and upper back musculatures. The symptoms were reported as resolved on 13-jul-2023. The study investigator assessed the incident as not related to the use of da vinci devices but related to the surgery itself, the open surgery portion and the reconstruction procedure. There was no report of malfunctions of da vinci devices during the procedure. The physician thought the cause of decreased range of motion may be due to positioning during surgery, prolonged operative time, and post-operative limited activities.

Manufacturer narrative:
Based on the information gathered, there is no indication or report that davinci product caused or contributed to the incidents. Therefore, no products are expected to be returned for evaluation and the root cause of the customer reported postoperative incident cannot be determined. A review of the system logs revealed no related system errors occurring during the surgical procedure that would have likely caused or contributed to the reported complaint.